Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report used after expiration. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to 1. Then on (B)(6) 2021, the patient returned with recurrent mr grade of 3-4. The initial clips stable on both leaflets. The physician stated the recurrent mr is due to disease of progression. The patient underwent a second mitraclip procedure for treatment. A clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed. However, it was discovered after the procedure ended that the cds was expired. One clip was implanted, reducing mr to 1.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported improper or incorrect procedure or method (use after expiration) was due to the user error using an expired clip delivery system (cds). It should be noted that per the instructions for use (IFU), mitraclip g4 system, section 18.0 mitraclip g4 system preparation before use, ¿warning: do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection.¿ in this case, it was reported that the user used expired device which is a deviation from instruction for use. There is no indication of a product issue with respect to manufacture, design, or labeling.